Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the machine on site. According to the information provided, the machine is in working condition and there are no failures in the system. The customer requested a software update of the vaporizer owned by our company (manufacturer) and loaned to the department. Based on the information above, there are no malfunctions in the anesthesia system.

Event description:
It was reported that the anesthesia workstation failed a test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).